Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: ¿the image is not displayed¿ occurred due to failure of the main board. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported on behalf of the customer, the video system center did not have an incoming image. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image and lines on the monitor due to faulty main board, a flickering incoming image due to a faulty receptacle unit, dust inside of the unit, corrosion on the chassis, rear panel, and top cover, and a crack on the power switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.